Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, this 21mm bioprosthetic aortic valve, implanted approximately eight (8) years and ten (10) months, was explanted due to aortic stenosis. Operative findings indicated calcification was observed on the leaflets and small pannus formation under the surface of the valve ring. The explanted device was replaced with a 21mm bioprosthetic valve. Hemostasis was reached once removed from bypass and patient was reported to be in stable condition with no complications.

Manufacturer narrative:
Method, conclusions = device returned, but evaluation has not yet begun. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
The device was returned and visually inspected. Calcification was observed and confirmed via x-ray on all three leaflets. Moderate to heavy calcification was observed in the cusp area of leaflet 1, heavy calcification in the cusp area of leaflet 2 and moderate calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 2 exhibited heavy calcification, free margin of leaflet 3 exhibited minimal calcification. In addition, leaflet 2 had two tears, one tear at commissure 2 and one tear at commissure 3. Leaflet 3 also had a tear at commissure 3. Calcification was observed near the regions of the tears. Host tissue was moderate at the stent inflow. Incidental findings include: commissure 3 wireform distorted, approximately one third of sewing ring was cut, wireform near leaflet 3 was exposed on the inflow aspect. These damages are most likely due to implant or explant. The clinical observation was confirmed. Based on analysis, calcification restricted mobility in the leaflets, leading to stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Explanted device was returned to edwards and visually examined. Customer report of stenosis, calcification and pannus formation was confirmed via visual examination and x-ray. Moderate to heavy calcification was observed in the cusp area of leaflet 1, heavy calcification in the cusp area of leaflet 2 and moderate calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 2 exhibited heavy calcification, free margin of leaflet 3 exhibited minimal calcification. Leaflet tears were observed, two at leaflet, one at commissure 2 and one at commissure 3. Leaflet 3 also had a tear at commissure 3. Calcification was observed near the regions of the tears. Host tissue was moderate at the stent inflow. Incidental findings related to the explant include commissure 3 wireform was observed distorted and approximately 1/3 of sewing ring was cut. Wireform near leaflet 3 was exposed on the inflow aspect. Valve sent to r&d for observation.

Manufacturer narrative:
Additional findings during visual examination revealed the valve was covered with a brownish semi-transparent film like material. There were two white suture fragments observed to be loosely attached to the outflow of the surface of leaflet 3. During examination of the valve, the sutures were detached and fell off as the brownish semi-transparent material was lifted when placing the valve in saline. Closer examination revealed that the brownish semi-transparent material is consistent with microbial growth onto the valve, which is most likely a result of being stored in a non-sterile solution after the explantation before fixed by formalin.